Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The footswitch cable (which belongs to the system) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the broken footswitch cable. However, how or when the cable became broken cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing a footswitch issue before surgery. An alternate system was used to proceed with surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).